Event description:
It was reported that in the box of d5ms received, there were five of the d5l in the box. It was later reported from (B)(6) on 17-dec-2018, that the customer ordered a box of d5m's. However, there were 5 d5l's and 5 d5m's in the box..

Manufacturer narrative:
The reported event was inconclusive due to the sample returned being the non-original product sample. Visual evaluation of the returned sample noted three d5l leg bags in unopened original packaging. It was noted that the lot number on the packaging corresponded with the d5l product and was labeled correctly, however the product ordered had a different product catalog number and lot number. The box and the d5m products were not noted in the sample and it cannot be determined if these products were shipped together. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to support your uriplan® bed bag at night it should be placed on a fl oor stand or hanger. Uristand® is not available on prescription. Contact bard for ordering details."

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual evaluation of the returned sample noted three d5l leg bags in unopened original packaging. It was noted that the lot number on the packaging corresponded with the d5l product and was labeled correctly, however the product ordered had a different product catalog number and lot number. The box and the d5m products were not noted in the sample and it cannot be determined if these products were shipped together. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to support your uriplan® bed bag at night it should be placed on a fl oor stand or hanger. Uristand® is not available on prescription. Contact bard for ordering details." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the box of d5ms received, there were five of the d5l in the box. It was later reported from (B)(6) on 17-dec-2018, that the customer ordered a box of d5m's. However, there were 5 d5l's and 5 d5m's in the box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that in the box of d5ms received, there were five of the d5l in the box. It was later reported from (B)(6) on (B)(6) 2018, that the customer ordered a box of d5m's. However, there were 5 d5l's and 5 d5m's in the box.